Event description:
It has been reported that the device speakers are not functioning properly.

Manufacturer narrative:
Report #3030677-2019-01779. This issue was previously reported on (B)(4) with MDR 3030677-2019-01779. The device investigation is pending.